Event description:
Patient was admitted to hospital with chest pain. Cardiac enzyme tests were ordered to rule out myocardial infarction. Cpk and isoenzyme mb came back in to the ehr, but no one knew they were there. They were positive for heart attack for treatment was delayed because of the delay in getting the results, that were on the ehr for several hours. The design of the ehr is flawed to not have a warning that critical life threatening results came back from the lab.